Event description:
While walking down steps with sandpaper style grip, the sole of the post-op shoe separated form the upper and the pt fell. He was taken to his treating physician's office by his grandmother and x-rays were taken. Pt was placed back in a maxtrax walker for two weeks. While no mention of additional injury is mentioned, the use of a sturdier support post incident suggest that additional injury was possible. Device has not been returned for evaluation at this time.